Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was noted that the interrogating was slow and had egms that were invalid. The device was finally able to connect, and no further intervention was needed. There were no patient consequences.